Event description:
Subsequent to the initial medwatch report, a user facility medwatch was received reporting: "percutaneous transluminal angiography (pta) catheter was inflated in patient, and then would deflate. Manufacturer response for pta catheter, abbott armada 35 (per site reporter). At this time, the field rep is aware of the problem and will come to the hospital to pick up the defective product. What was the original intended procedure? Peripheral therapeutic angioplasty of lower extremity. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." No additional information was provided.

Event description:
Subsequent to the follow-up report, additional reported information indicates that after removal of the armada balloon and the sheath, the physician observed very low distal blood flow and concluded that a thrombus and possible micro-emboli had occurred. After the patient was started on the heparin drip and the procedure was aborted, there was re-establishment of blood flow with no patient sequela. The physician expressed concern about limb ischemia during the procedure as a result of the difficulties in the procedure and thrombus formation. The physician switched his practice over to foxcross, following this incident, but since then has restarted use of armada 35, and has not had further challenges. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on visual inspection, functional testing, dimensional measurements, and scanning electron microscopy imaging of the returned device, the reported difficulties deflating the device were confirmed. Although a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to ineffective balloon deflation has been identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The reported patient effects of embolism, ischemia, and thrombosis, as listed in the potential adverse events section of the armada 35 / armada 35 ll percutaneous transluminal angioplasty catheter instructions for use, are known adverse events associated with dilatation procedures.

Event description:
It was reported that during the procedure in the left popliteal artery, the 5x40x135 armada 35 balloon was inflated one time to rated burst pressure (22 atmospheres). An attempt was made to deflate the balloon; however, the balloon did not deflate. The physician continued to pull negative while pulling the inflated balloon into the sheath and the balloon ultimately completely deflated inside the sheath. The balloon and sheath were removed as a single unit from the anatomy. Micro-emboli occurred resulting in an occlusion in the left popliteal artery. Heparin drip was initiated and the procedure was aborted. Although there was a clinically significant delay in the procedure, there was no adverse patient sequela. No additional information was provided.